Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient is converting from connect to attract on leftside due to chronic keloid skin issues and will now be bilateral baha attract recipient (date not reported).